Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the syringe 1.0ml 29ga 1/2in was unable or difficult to aspirate. The following information was provided by the initial reporter: we attempted to draw drug solution from a vial but could not aspirate it. When taking my fingers off of the plunger rod, it returned to the original position. We have experienced the same issue before.

Manufacturer narrative:
Investigation summary customer returned (1) used 29gx12.7mm, 1ml bd insulin syringe. Consumer reported, that they attempted to draw drug solution from a vial, but could not aspirate it. The returned syringe was examined, then tested for flow. The plunger rod was able to move properly, and the syringe was able to draw and expel. No evidence of manufacturing defect was observed. Since no defect was observed, the alleged issue could not be confirmed. Due to batch being unknown. No DHR review can be completed. Root cause cannot be determined, at this time as the issue is unconfirmed.

Event description:
It was reported, that the syringe 1.0ml 29ga 1/2in, was unable or difficult to aspirate. The following information was provided by the initial reporter: we attempted to draw drug solution from a vial, but could not aspirate it. When taking my fingers off of the plunger rod, it returned to the original position. We have experienced the same issue before.